Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient experienced unspecified issues with sling device. A new artificial urinary sphincter (aus) was implanted. Additional information was received. Aus was implanted because the sling failed. No adverse patient effects.